Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.